Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. There was blood on the proximal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in blood and body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported the ventricular lead dislodged. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5594, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was later reported by the patient that the lead had previously been repositioned and then diaphragmatic simulation occurred. Patient's "whole right side would jump" and it affected patient's speech.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.